Manufacturer narrative:
UDI no: (B)(4).

Event description:
It was reported that a revision surgery was performed due to loosening of the implant.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned tibial base shows some wear/damage and cement and bone adhered on the backside of the base. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A lab analysis was completed with the following results: the legion revision tibial baseplate showed bone cement well adhered to the inferior surface which did not become dislodged with the application of manual force. The legion baseplate and the legion stem appeared mechanically locked and no motion was observed with the application of manual force. The discoloration observed near the taper junction appeared as chromium-rich mud-cracking and corrosion deposits under sem analysis which may be due to micro motion producing corrosion at the taper locking junction. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.